Event description:
It was reported that during a prostate procedure, four side-firing surgical fiber were replaced do to functional issues. The first surgical fiber used was observed to exhibit diminished tissue vaporization efficiency at 44,368 joules of use; the fiber was replaced and the procedure continued. The second, third and fourth side-firing surgical fibers used, were all observed to exhibit the aiming beam firing straight out of the fiber (forward-firing) at 33,897 j, 6,144 j and 10,244 joules of use respectively. The procedure was completed using a fifth surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing open end exhibits scratch marks. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.